Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, a definitive cause for the reported stent dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. Based on the information provided and analysis of the returned stent, a conclusive cause for the reported stent dislodgement cannot be confirmed. The observed material deformation (bent, flared and mangled) likely occurred during stent retrieval in addition to interaction with the guide catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly tortuous, left anterior descending coronary artery. The 2.00 x 18 xience xpedition drug-eluting stent delivery system (sds) was advanced, but the stent dislodged from the balloon. The stent was removed with the aid of the guiding catheter and the sds balloon. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.